Event description:
The core oscillating saw was returned after the account received their own handpiece back from repair. Upon eval at the manufacturer, smoke was observed coming from the device while it was running. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was observed. The presence of widespread corrosion is likely to cause or contribute to the handpiece heating up. The presence of heat could cause or contribute to the handpiece smoking.